Event description:
It was reported that this left ventricular (lv) lead threshold and pace impedance measurements doubled in about 6 months. Lead measurements were still in range. A chest x ray was scheduled. Additional information was received that this lead exhibited high out of range pace impedance measurements and loss of capture (loc). This lead had been deactivated. Further information was received that this lead surgically abandoned and replaced due to a lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead threshold and pace impedance measurements doubled in about 6 months. Lead measurements were still in range. A chest x ray was scheduled. Additional information was received that this lead exhibited high out of range pace impedance measurements and loss of capture (loc). Additional information was received that this lead had been deactivated. Further information was received that this lead surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead threshold and pace impedance measurements doubled in about 6 months. Lead measurements were still in range. A chest x ray was scheduled. Further information was received that this lead surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead threshold and pace impedance measurements doubled in about 6 months. Lead measurements were still in range. A chest x ray was scheduled. Additional information was received that this lead exhibited high out of range pace impedance measurements and loss of capture (loc). Further information was received that this lead surgically abandoned and replaced. No additional adverse patient effects were reported.